Event description:
On (B)(6) 2022, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure on (B)(6) 2022. During the procedure, it was noted that one of the devices did not properly deploy the implant and the needle did not retract. Investigation of the returned device on 21 july 2022 identified that a 2mm needle fragment was missing and unaccounted for. The physician reported that he would monitor the patient and no further action was planned. No patient adverse events were reported.